Manufacturer narrative:
Model number / catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 15502294, model / catalog description: linear st lead kit 70 cm. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had lost therapy. Computerized tomography (CT) scan revealed a fracture in the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.